Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The sheath of the cable was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, intermittent image was observed during curative maintenance on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the camera head was tested and no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness. There was a cut on the sheath of the camera cable and water got inside the device from the cut which deteriorated the cable. It was surmised that this was the reason why an intermittent image was displayed on the screen. The video cable break has likely caused the image problem reported. The ccd sensor, however, was found free from any apparent defects. The causal link between the video cable defectiveness and the visible damage was likely the use of a pointed or sharp object which might come in contact with the cable. It is also likely that the image problem reported is related to this cut as well as the cable twisting. It was assumed the reported issue could be due to customer mishandling. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information obtained from the customer.

Event description:
The failure occurred during preventative maintenance. No piece of equipment fell into a patient and there were no complications to a patient as a result of this event.